Manufacturer narrative:
On 29-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis. CT (computed tomography) was used, and left atrium was mapped with a biosense webster lasso catheter. Pvi (pulmonary vein isolation) ablation was done successfully with biosense webster stsf catheter. After pvi an atypical flutter occurred. This was mapped with the lasso catheter and the physician decided to ablate. Roof line was made, which was not a problem. Afterwards the physician did an anterior mitral isthmus line from roof to mitral walve. A bit caudal and anterior to the roof line (close to laa - left atrial appendage) a steam pop occurred. No consequences were noticed at that moment. The physician completed the anterior line. When the line was completed, the hospital staff noticed a drop in blood pressure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31233211l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician thinks that it is most probable that the pericardial effusion was cause by the steam pop. Less likely but also possible during transeptal puncture. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis. CT (computed tomography) was used, and left atrium was mapped with a biosense webster lasso catheter. Pvi (pulmonary vein isolation) ablation was done successfully with biosense webster stsf catheter. After pvi an atypical flutter occurred. This was mapped with the lasso catheter and the physician decided to ablate. Roof line was made, which was not a problem. Afterwards the physician did an anterior mitral isthmus line from roof to mitral walve. A bit caudal and anterior to the roof line (close to laa - left atrial appendage) a steam pop occurred. No consequences were noticed at that moment. The physician completed the anterior line. When the line was completed, the hospital staff noticed a drop in blood pressure. Tee (transesophageal echocardiogram) was performed and pericardial effusion was diagnosed. Protamin was administrated. Chest puncture was performed. 1200ml blood were extracted. Bleeding did not stop and patient could not be stabilized. Physician kept patient in hospital for further observation but informed heart surgery department of another hospital. In case patient would not get stable, surgery was indicated. The patient improved but required extended hospitalization for observation. The patient did not require cardiac surgery. The location of the perforation was in the left anterior roof in the left atrium. Physician thinks that it is most probable that the pericardial effusion was cause by the steam pop. Less likely but also possible during transeptal puncture. No errors or malfunctions on bwi products. Transseptal puncture was performed.